Manufacturer narrative:
H10: (b5) tibial stem and smith and nephew plates/screws added to secure the site and a successful implantation of the tibial tray. There was a greater than a 45 minute surgical delay with no adverse events as a result that the representative was aware of. Patient was last known to be in stable condition following the event. (H3) the tibia fracture reported was likely the result of a crack initiating at a pinhole created to secure the tibial cutting block which propagated during impaction. However, the contributions of pin hole location, patient bone quality, tibial preparation and manner of impaction to the reported event cannot be determined from the information provided. No information provided in the following section(s): a2, a4, a5, a6, b6, b7, d4, d11, g5, h4. The following section(s) have additional info: a3, b5, g4, h3.

Manufacturer narrative:
Pending evaluation.

Event description:
It was reported that a surgeon had a recent case in which the patient sustained a tibial fracture during the procedure. He believes the pins placed in our gps tka pro tru cutting block caused a weakness in the bone which subsequently fractured during prosthesis implantation. He finished the tka procedure and then took additional time to fixate the fracture with small plates and screws.